Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the right atrial lead exhibited a drop in p wave amplitude and thresholds. A chest x-ray was performed which revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient tolerated the procedure well and was in stable condition post surgery.